Event description:
It was reported through notes dated (B)(6) 2012 that a vns patient experienced a recurrence of myoclonic jerks for the past 3 months. The jerks are reported to occur when the patient feels under pressure or anxious. Lead impedance at the office visit was noted to be ok. At the moment replacement surgery is likely as the patient is on rapid setting cycle and the physician wants to improve the patient's myoclonic jerks. Good faith attempts to obtain further information and relationship of the jerks to vns therapy have been unsuccessful to date.

Event description:
The patient had their generator replaced. Their following physician felt that their myoclonic jerks were related to a weakening battery on their device although not at eos and have resolved since it was replaced. The patient's explanted generator was discarded therefore will not be returned for analysis.